Event description:
Customer reports meter results of 658 mg/dl, 650 mg/dl and a third value greater than 600 mg/dl (exact result was not provided); while using the advantage system. The results are outside the numeric reading range of 10-600 mg/dl of the device. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.